Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, once every three days, ongoing, route not reported) and fortum injection (1g, ongoing, route, frequency not reported) for peritonitis. Twelve days after the event onset, pd therapy was discontinued and the patient was recovered from the event. It was reported that pd catheter was removed and patient was shifted to hemodialysis. Fourteen days after the event onset, the patient was scheduled to be discharged from the hospital. No additional information is available.